Manufacturer narrative:
(B)(4). Date of initial report: 08/09/2016. The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that after clamping the patient, the physician made an incision, then used the device for wound coagulation. The physician felt a burn on his hand. A flame was formed and burned the patient from wrist to the withers. Betadine was prepared for the skin.